Event description:
This was an interventional case and the pt received anticoagulation with angiomax, and plavix following the procedure. A drug-eluting stent was placed in a single vessel. The pt was obese, but no calcification, tortuousity, or scarring was noted. The pt was diabetic, previously had a myocardial infarction, hyperlipidemia, and hypertension. Following sheath pull, a hematoma (5.3x3.8x6.4) was noted and treated with manual compression, dry hemostatic bandage, and a sandbag. An ultrasound performed revealed a pseudoaneurysm (7.24x6.46x4.62 cm) at the right groin, which was treated with injection by an interventional radiologist. An av fistula (2.08x2.28x1.3 cm) was also noted. There was significant swelling of the suprapubic area and right side scrotal edema. An ultrasound confirmed hydroceles and no internal bleeding. The scrotal swelling was treated with cipro and the swelling was significantly reduced later the same day. Out patient f/u was scheduled. The pt was discharged on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. An axera access system instructions for use (IFU) was reviewed. Hematoma, pseudoaneurysm, and av fistula are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of spec. The root cause, based on available info, is unk as it cannot be definitively determined.